Event description:
The patient presented to their healthcare provider with skin irritation allegedly caused by the zio xt. The patient experienced broken skin due to blisters. As a result, the device was removed, and the patient was prescribed antibiotic cream as a precautionary treatment.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the xt for approximately 9 of the 14 days prescribed. The patient has a history of reactions to medical adhesive and sensitive skin. The cause of the reported event cannot be determined, however, and the patient¿s preexisting allergy cannot be ruled out as a contributory factor. The zio xt clinical reference manual that is distributed in the united kingdom provides a warning that states, ¿prior to monitor application, examine the skin area of the patient for certain skin conditions (such as dermatitis, eczema, rashes/hives), acute/chronic cutaneous infections or irritation. If skin irritation such as severe redness." This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form fda3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.